Manufacturer narrative:
The device was discarded by the customer, and is not available for evaluation. The investigation is underway.

Event description:
The user facility in australia reported that they had an issue with laser output. Power needed to be upped to 700mw and duration 200ms and they were still struggling. The surgery could not be completed. The delay is unknown at this time.

Manufacturer narrative:
Without a lot number no device history record review could be conducted. The customer complaint for "issue with laser output" was not able to be replicated as no product was available for evaluation. There is insufficient information to evaluate this report. It is not known for certain what may have caused the customer's issue. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related 0001920664-2024-00076.